Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flex vision pc didn¿t start up which would prevent the entire system from booting. Review of the system log file showed that there was malfunctioning in the flex vision pc and it was not able to connect to host pc. To resolve this issue, fse replaced the flex vision pc with installed os and application software and performed the display configuration. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It has been reported to philips that the flexvision computer did not boot, which would prevent the entire system from booting. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.